Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Ablation test was performed successfully without issue, but the picture of ablation test shows no complete visible step between the two orientation lines. However, the customer confirmed the ablation test and performed four treatments. Energy was only performed during startup and not as recommended all two hours. The reported treatment could be identified in the log file. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. Diffuse lamellar keratitis is not related to the device. No technical root cause was identified as the product was found to be within specifications, the root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with mild diffuse lamellar keratitis in both the eyes four days following lasik treatment. The patient is under observation and the postoperative medications have been adjusted. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.